Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the motor stall was not determined. It was reported that a new pump was implanted. The patient's weight was reported to be unknown and the issue was reported to be resolved. No further complications were anticipated/reported.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 15mg/ml dilaudid at a dose on 9.3mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at the initial interrogation of the pump. It was reported the patient did not recently have a magnetic resonance imaging (MRI) scan. It was reported the patient noticed the pump alarming over the weekend and started to develop withdrawal symptoms. It was reported the patient was in the emergency room on (B)(6) 2017 due to the issues. No magnetic interaction was reported. The motor stall occurred on (B)(6) 2017 at 04:45 and a tube set occurred on (B)(6) 2017. It was reported the manufacturer's representative would speak to the physician's assistant about next steps. No further complications were anticipated/reported.

Manufacturer narrative:
Explant date not entered in previous regulatory report. It is now entered as (B)(6)2017.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-11. The pump was removed due to the mot or stall, and was returned to the manufacturer for analysis. The pump would be replaced with a device from the same manufacturer. The drug being delivered was reported as ¿other.¿ the patient stated that the pump started alarming on (B)(6)2017 with the withdrawal symptoms and a sudden loss of therapy. The device was used within the patient for treatment. There was no patient death. It was reported that the patient ¿recovered without sequela¿ and also that the patient ¿recovered with sequela¿ (previously reported as resolved). No rotor study was performed and no dye study was performed. No further complications were reported/anticipated.